Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for post-op check. The lead dislodgement was noted on the rv lead. The lead was repositioned. The patient was stable before, during and after the procedure.